Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 500 mg/dl, while wearing the pod between 4 and 24 hours. The lg reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, they also reported that when the pod was removed from the infusion site (abdomen), the cannula was visible and found to be bent. As treatment, the lg contacted the patient's healthcare professional (hcp), who advised to monitor the bg levels and provide the patient with fluids such as flavored water.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s906usqs7exl8 cloud - smartphone hardware sm-s906u cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.